Event description:
The pt said she woke up one morning with a blood glucose level of 400 mg/dl. She reportedly had slight nausea and thirst as well. The pt injected a dose of insulin to bring her blood glucose level down. The pt said she had been getting multiple occlusion alarms throughout the evening before she experienced the elevated blood glucose level. The pt says she sometimes leaves the infusion set connected to her infusion site for up to a week's time. She says she sometimes changes the cartridges in her pump when filling insulin and sometimes she does not.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. There was evidence of use error which may have contributed to the symptoms as the pt may not change her infusion site frequently enough and sometimes does not change her cartridge. The pump emits alarms upon occlusions, and the owner's booklet instructs the user to be prepared to inject insulin manually if delivery is interrupted for any reason.